Event description:
It was reported while using (brand name) the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: recurrent difficulty penetrating skin/ vein during cannulation leading to failed cannulation attempts & need to change to alternate product. Staff believe device is too blunt to penetrate properly. Secondly, one incidence where user was unable to get plastic cannula through skin & into vein i.e. Cannulas seemed too large.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-jul-2023. Investigation summary: bd received 123 sealed 24 gauge insyte autoguard blood control pro units from lot 2174500 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects. Next, the engineer performed a penetration and drag test on the units and identified that two of the units did not meet catheter tip specifications. The remaining units passed and were found to be within product specifications. Finally, the engineer took the two failed units and inspected them under a microscope. Microscopic analysis on both the failed units discovered that the tip of the catheters did not meet product requirements and had a somewhat uneven edge. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify a defect with the catheter tips. However, there were no issues with the needles sharpness or ability to penetrate the skin. It was determined that the defect to the catheter tips was a manufacturing issue. This defect can occur during the catheter tipping process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and ensure that proper procedure is being followed during catheter tipping.

Event description:
It was reported while using (brand name) the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: recurrent difficulty penetrating skin/ vein during cannulation leading to failed cannulation attempts & need to change to alternate product. Staff believe device is too blunt to penetrate properly. Secondly, one incidence where user was unable to get plastic cannula through skin & into vein i.e. Cannulas seemed too large.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.